Manufacturer narrative:
The unknown rms stent of unknown lot number was not returned to cirl for a lab evaluation. Therefore a document based investigation was completed. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It may be noted that according to the instructions for use, instructs the user: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a final warning in the instructions for use indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause cannot be determined from the available information. In fact is not possible to determine what was the failure being reported here either. The only information is the following ¿looking for a robust grasper that can go up a ureteroscope¿.had to go fishing for a resonance stent¿ the user had some sort of perceived difficulty removing the rms stent- and this is confirmed in the additional information of, ¿the stent was removed¿ and ¿maybe the stent wasn¿t placed correctly¿. It is not known if this issue occurred when placing the unknown rms stent or during a planned removal of the stent. It is not known what length of time the stent had been indwell or if there was any report of a malfunction of the device. As per the instruction for use removal of the stent with a graspers is recommended method of removal of the stent. Engineering were consulted regarding a possible failure mode and root cause and they concluded due to lack of information provided to date, it was not possible to determine a failure mode of this complaint. Numerous requests for more information have been made as to what the exact issue was here and when did it occur; was it during placement or removal of an rms device . The final response received on the 19th of june 2020 was a confirmation "they were able to get the stent out and maybe the stent wasn¿t placed correctly." Should more information be received, the file will be updated accordingly. Complaint is confirmed based on the customer¿s testimony. Patient condition is unknown. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions initial report details: per complaint form - (B)(6) 2020 - looking for a robust grasper that can go up a ureteroscope¿.had to go fishing for a resonance stent. Per rep - 19jun2020 - I spoke to the urology nurse at (B)(6) health and unfortunately I haven¿t been able to get much info. Her understanding is that the event happened more than a couple of weeks ago.(she wasn¿t working when it happened.) It is her understanding they were able to get the stent out and maybe the stent wasn¿t placed correctly.

Manufacturer narrative:
1. Device evaluation: the unknown rms stent of unknown lot number was not returned to cirl for a lab evaluation. Therefore a document based investigation was completed. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it may be noted that according to the instructions for use, ifu0020-17, instructs the user in step 7: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a final warning in the instructions for use indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause cannot be determined from the available information. In fact is not possible to determine what was the failure being reported here either. The only information is the following ¿looking for a robust grasper that can go up a ureteroscope. Had to go fishing for a resonance stent¿ the user had some sort of perceived difficulty removing the rms stent- and this is confirmed in the additional information of, ¿the stent was removed¿ and ¿maybe the stent wasn't placed correctly¿. It is not known if this issue occurred when placing the unknown rms stent or during a planned removal of the stent. It is not known what length of time the stent had been indwell or if there was any report of a malfunction of the device. As per the instruction for use removal of the stent with a graspers is recommended method of removal of the stent. Engineering were consulted regarding a possible failure mode and root cause and they concluded due to lack of information provided to date, it was not possible to determine a failure mode of this complaint. Numerous requests for more information have been made as to what the exact issue was here and when did it occur; was it during placement or removal of an rms device . The final response received on the 19th of june 2020 was a confirmation "they were able to get the stent out and maybe the stent wasn't placed correctly." Should more information be received, the file will be updated accordingly. Complaint is confirmed based on the customers testimony. Patient condition is unknown. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up report is being submitted to correct the imdrf e code of the previously submitted MDR report 25-feb-2022.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per complaint form - (B)(6) 2020 - looking for a robust grasper that can go up a ureteroscope¿.had to go fishing for a resonance stent. Per rep - (B)(6) 2020 - I spoke to the urology nurse at niagara health and unfortunately I haven¿t been able to get much info. Her understanding is that the event happened more than a couple of weeks ago.(she wasn¿t working when it happened.) It is her understanding they were able to get the stent out and maybe the stent wasn¿t placed correctly.